Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-13284. It was reported that the patient was experiencing stimulation in the wrong location. In turn, the patients system was explanted and replaced. Effective stimulation was confirmed post-op.